Event description:
Patient reported pump malfunction during the infusion. Per patient, she heard a pop and saw a black piece from the syringe come out of the pump and also stated the syringe came loose from the pump. Patient stated she had completed about half of the infusion [30ml]. During the call, pt was able to get the pump working again but still wanted a replacement since the pump has given problems in the past. Advised patient to contact pharmacy if any further problems. Push method not needed since pump continued working. Pt does have pump for return. Md unaware. No known adverse events reported. Pharmacy is replacing pump. No missed doses. Serial number for pump (B)(6). Maintenance due date was 03/2020. No additional information available. Reported to (B)(6) by: patient/caregiver.